Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain recipient status were unsuccessful. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain the device were unsuccessful. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly has wound healing issues. The recipient was evaluated by an infectious disease specialist who determined that no infection was present. An allergy test was administered and it was concluded that the recipient is not allergic to any components of the device. The recipient was treated with antibiotics (type unknown). The recipient was evaluated by the surgeon on (B)(6) 2025 and the implant site is starting to heal.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly not healing. Explant surgery will be scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. The recipient's device was explanted. The recipient will not be reimplanted. Additional information regarding treatment details were not provided. The recipient's device will reportedly not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.